Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arcr procedure using the healicoil, when the inserter was pulled the anchor came out from the bone hole with the inserter. The procedure was successfully completed with a 15 minutes delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned outside of original packaging. The device was returned without the distal tip anchor plug. The device appears to have been turned out of manufacturer specific position. A functional evaluation revealed the device functions properly the complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.